Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73g1800877 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found the jaw cannot be opened when the 5th clip was fired, cannot ligate the vessel. The previous 4 clips were used normally. The doctor said the process is normal without issue; no damage on the handle.